Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) screen had an issue and was unable to not come on as it was noted that the liquid crystal display (lcd) flex was damaged. It was also noted that the epg keypad was scratched. Additionally, the encoder stems, three knobs and the battery shorting bar were all contaminated. Furthermore, it was noted that the battery drawer and lower case were broken. The epg was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) screen had an issue and was unable to come on. There was no patient involvement.